Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 8 years. Aneurysm and vessel morphology at the time of implant are unknown. It is unknown whether the patient was symptomatic or returned for a routine follow-up. It was reported that the left limb (likely the ipsilateral side) had not been placed far enough into the common iliac at the time of implant, and there was inadequate iliac fixation. At the time of the event the limb stent graft was found to have come back into the aneurysm sac and was filling the sac with a distal type 1 endoleak present. A stiff wire was used to pull the limb back down into the left common iliac, and then the limb was extended with an 18x18x115 aneurx limb down to the hypogastric. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: migration, endoleak, short distal landing zone.